Manufacturer narrative:
Device evaluated by MFR: the coyote es balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 14mm from the tip and is approximately 10mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm and 2mm x 40mm x 145cm coyote es balloon were advanced for dilation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The devices were removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm and 2mm x 40mm x 145cm coyote es balloon were advanced for dilation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The devices were removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.